Manufacturer narrative:
The serial number and implant characteristics are unknown. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to tmvr procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
Through the review of the medical article "transcatheter myotomy to reduce left ventricular outflow obstruction", corresponding author adam b. Greenbaum, md, hiroki a. Ueyama, md, patrick t. Gleason, md, jaffar m. Khan, phd, bm, bch, christopher g. Bruce, mb, chb, rim n. Halaby, md, toby rogers, phd, bm, bch, george s. Hanzel, md, joe x. Xie, md, isida byku, md, robert a. Guyton, md, kendra j. Grubb, md, john c. Lisko, md, nikoloz shekiladze, md, errol k. Inci, md, elizabeth a. Grier, md, gaetano paone, md, james m. Mccabe, md, robert j. Lederman, md, vasilis c. Babaliaros, md et al. The following event was identified: a single-center retrospective study between 2021 and 2023, 76 patients underwent sesame. One fatal stroke was attributed to a concomitant complex paravalvular leak repair around a prior s3 tmvr complicated by closure device embolization and retrieval.